Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by that patient's parent that the patient's egv was 383mg/dl on the dexcom app and tandem mobi insulin pump app. The parent stated they did not do a fingerstick and provided patient with insulin, however she did not know the units of insulin. At 5:00 am, the patient was incoherent and throwing up and tested his ketones. The patient's ketone was high and he was immediately rushed the emergency room (ER). At 6:00am, they arrived in the ER. The cgm was reading 266mg/dl and the staff did a fingerstick, the bgm was reading 505mg/dl. The patient was given IV fluids and insulin bag at was admitted in the hospital. Bothe sensor and mobi was removed. The patient was diagnosed with dka and was admitted on (B)(6) 2025 and then was discharged on (B)(6) 2025 at 10:45 am. Before they went home, the manual bg value was around 210mgdl and there was no active sensor session at that time to compare the readings. During the call, the parent stated the patient was feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.